Event description:
Pt went to optomertrist for visual problem, expecting perscription change. Dr examined and reported eye blood vessles greatly enlarged and corneal damage in both eyes, apparently due to wearing of soft contact lenses. A new glasses perscription was written, but no prescription for contacts was provided as dr stated eyes were in improper condition for contacts to be worn. Eyes remained red and vision became so impaired pt could see almost nothing in the following days. Thinking it was an incorrect perscription, another visit was made to an optometrist. Dr found pt to be correctable to 20/80 at best and discovered visual problem was due to corneal scarring. Dr was concerned that blindness could occur in future. I have been a contact lens wearer for several years and have used bausch and lomb's renu product as my perferred solution for many years. I had been using the new bottle I bought for a few months.